Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the drain bag of three (3) prismaflex m150 sets during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection of the photo and video showed a leak at the level of the drain bag sealing near the stopcock. Visual inspection of a retention sample showed no anomaly. Functional testing was performed on a retention sample, and no leaks were noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.